Event description:
It was reported that the patient was revised approximately three years post-implantation due to instability. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral catalog#: ni lot#: ni. Unknown tibial tray catalog#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.